Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Company representative called in to report that the customer's blood glucose is 18 mmol/l, she is 9 months pregnant and the insulin pump was not working correctly. Caller stated that the unit was alarming no delivery, the battery, infusion set, reservoir, and insulin was change, but the no delivery alarm remains and customer was not able to clear it. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.